Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2011 at an unspecified time, the pump was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1.4mg pca dose, an 8 minute pt lockout, a 30mg 4 hour dose limit, and a 7.5mg loading dose and the delivery was started. On (B)(6) 2011 at 0730, the pump alarmed for empty syringe and a new vial was placed in the pump. At that time, the customer contact reported that the 4 hour dose limit had been reached. The customer contact reported that after approximately 15 minutes while the device was expected to still be in the 4 hour dose limit, the pt pressed the pt pendant and the pump delivered a dose. The customer contact indicated that the pt reportedly received a total of 3ml of medication after the 4 hour dose limit was reached. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.